Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 (air in line) alarm during a previous therapy on the homechoice machine(hc). The technical service representative (tsr) assisted the nurse to power the hc on and review the alarm log. The nurse stated it displayed system error 2240 alarm. The nurse did not know any therapy information. The tsr advised the nurse to speak with the peritoneal dialysis nurse regarding the event.there was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4).the reported issue was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).sample availability and lot number are unknown. Baxter is attempting to obtain follow up information. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.